Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A precise pro 8mm x 30mm rapid exchange (rx) nitinol self-expanding stent was released out of the patient¿s body because of the loosening of the delivery shaft. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17730015 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-deployment difficulty - premature/prior to use¿ could not be confirmed as the device was not returned for analysis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event however procedural/handling factors might have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 8 x 30 precise pro rapid exchange (rx) nitinol self-expanding stent was released out of the patient¿s body because of the loosening of the delivery shaft. There was no reported patient injury. The device will not be returned for analysis.

Manufacturer narrative:
A precise pro 8mm x 30mm rapid exchange (rx) nitinol self-expanding stent was released out of the patient¿s body because of the loosening of the delivery shaft. There was no reported patient injury. The product was returned for analysis. One non-sterile precise pro rx 8x30 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/closed. Per visual analysis, the stent of the unit was received already deployed and stent was not returned. Two kinks were observed along the catheter shaft at 7.5 cm and 7.9 cm from the strain relief. Hypo tube rod was observed fully pushed into the catheter. No other anomalies were observed. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test couldn¿t be performed since stent was already deployed, as received. A product history record (phr) review of lot 17730015 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/prior to use¿ was not confirmed since the event reported cannot be properly determined due to the nature of the complaint. It seems the device has been procedural used since several kinks were observed on the catheter body/shaft and the stent was not received with the unit (meaning it was deployed). However, the cause of the observed damages on the unit could not be conclusively determined during the analysis. Procedural and or handling factors such as user technique may have led to the reported event as well as the kinks on the unit as received. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.